Manufacturer narrative:
(B)(6).

Event description:
Information was received that a patient's bodily secretion increased after switching to a smiths medical portex tracheostomy. It was noted that the sp02 value decreased as well. After switching to a new trach, the situation was resolved. No patient injury resulted.